Event description:
The customer reported: "the venous line separated from the catheter causing the pt to lose between one and three units of blood. The pt arrested and could not be resuscitated. The customer was pretty sure that the access was uncovered."